Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Intermittent undersensing, on current egm and during at/af episodes, was noted on the right atrial (ra) lead. A mode switch also occurred. The lead remains in use. No further patient complications have been reported as a result of this event.